Manufacturer narrative:
The pump, sn (B)(4), was in use from (B)(6) 2021 to (B)(6) 2021 (9 days).

Event description:
Berlin heart was informed by the site on (B)(6) 2021 that a patient being supported with the excor pediatric vad system in the lvad configuration had developed hemolysis. The pump was completely filling and ejecting. Based on ldh values received by berlin heart from the site on (B)(6) 2021, it was determined that the hemolysis was a reportable adverse event. On (B)(6) 2021, prior to transition to the excor blood pump from a continuous flow device, the patient's baseline ldh level was 487. On (B)(6) 2021, the ldh increased to 1535-1708 and on (B)(6) 2021 it increased again to 1975-2055. These ldh values exceed 2.5 times the normal range for this site. The normal ldh for the site is less than 440. Of note, the plasma free hemoglobin was 44.